Event description:
(B)(4). The dentist reported that 5 months after the dental implant was installed in intraoral region 38 it was verified its non osseointegration. The implant was installed with high primary stability, which might have led to bone necrosis.

Manufacturer narrative:
(B)(4).